Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ deflation: observed an opening assessed as surgical damage. Observed an opening assessed as cracked valve seat diaphragm valve. As per the investigation procedure creases was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a5, a6, b5, d9, e1, h3, h6.

Event description:
Healthcare professional reported left side deflation. Healthcare professional later reported "hole, non-specific." Device has been explanted and replaced.